Event description:
It was reported that the pump was ¿getting weak¿. The device system was used to deliver dilaudid. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l54369, implanted: (B)(6) 1998, product type: catheter. (B)(4).